Event description:
It was reported that guidewire entrapment occurred. The 75% stenosed target lesion was located in an artificial endovascular shunt anastomosis in a moderately tortuous and non-calcified vessel. A 200cm, 8cm poly tip v-18 control wire and a non-boston scientific balloon catheter were used. However, during the procedure, the wire got stuck and stopped working. The entire balloon was removed, and another device was used to complete the procedure. No patient complications were reported.